Event description:
It was reported that the balloon was ruptured. There was no patient complications reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon was ruptured at central area. Balloon latex did not appear to be thin or baggy at the site of rupture. An area, about .12"x.06", of balloon latex was missing from the site of rupture. The recommended shelf life for this catheter, model no. 777hf8 is 18 months. The recommended shelf life is marked on each package. Storage beyond the recommended time may result in balloon deterioration, since the natural latex rubber in the balloon is acted upon and deteriorated by the atmosphere.